Manufacturer narrative:
Error code displayed.

Event description:
The customer reported that the system is receiving the error message "stater not on" during boot-up. System is working after reboot, completed case. No pt injury was reported.